Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue however, the fse did find that the coiled cable connector from the console to the display was very loose and could be disconnected without having to turn the connector. To resolve the issue, the fse replaced the coiled cable. Unrelated to the reported issue, the fse also found that the safety disk, tidal volume disk, and 9v battery were due for replacement; the fse also replaced these parts and performed full functional and safety checks to meet factory specifications. The unit passed all test to factory specifications, and the iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut down while in use on a patient. No patient harm, serious injury or adverse event was reported.